Manufacturer narrative:
Failure analysis noted that the pump passed the rewind basic occlusion test, prime/ compromised force sensor test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer is unaware if the insulin pump has been exposed to a high magnetic field. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.